Event description:
Complainant alleged that while attempting to treat a 50-year-old male patient, when removing the CPR stat padz from the packaging the gel remained stuck to the film. Complainant indicated a second set of CPR stat padz were obtained and also had the gel remain stuck to the film during opening. Complainant indicated a new set of pads were obtained and were able to be used to treat the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Correction: d2. It was reported that when the electrodes were removed from the protective film, the gel remained attached to the film on both pads. Returned electrodes were unavailable for evaluation; therefore, retained samples from the same manufacturing lot were tested. The retained samples passed all visual, electrical, continuity, and functional testing, with no issues observed regarding the electrode gel. A review of manufacturing records identified no discrepancies. The reported condition could not be reproduced, and the retained samples met all manufacturing specifications and performed as intended. Root cause could not be determined. Analysis of reports of this type has not identified an increase in trend.